Manufacturer narrative:
The device history record (DHR) could not be reviewed because the lot number was not reported. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Based on the information currently available, an assignable cause for this event cannot be determined.

Event description:
During a coil embolization procedure the physician observed that the coil had returned into the microcatheter after detach it from the delivery wire. There was no patient clinical consequence reported due to this event.

Manufacturer narrative:
Subject device is not available.

Event description:
During a coil embolization procedure, the physician observed that the coil had returned into the microcatheter after detach it from the delivery wire. There was no patient clinical consequence reported due to this event.